Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. The lead was damaged at implant. The proximal conductor was distorted and had blood/body fluid on it. Additionally, the outer insulation was breached cut.

Event description:
It was reported that during the lead implant attempt, the acute capture threshold was unstable and there was positioning/fixation difficulty. Physician decided to use a screw-in lead in this patient with complete a-v block. No patient complications have been reported as a result of this event.